Manufacturer narrative:
B3: unknown. E1: (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that water was found in the pilot balloon 0.5 ml and there have been about 5-6 cases of liquid leakage in the pilot balloon, including one case where the patient was discharged and went home. The caregiver noticed the liquid in the pilot balloon and informed the hospital, as they only noticed the leakage this time and it was not the same as before, when it was always dry. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.